Event description:
Customer reportedly obtained results of 130 mg/dl and 70 mg/dl on the aviva system within 10 minutes. Customer drank soda in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.